Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.